Manufacturer narrative:
Additional information: device evaluation: on 11/15/17, the manufacturing plant completed the plant investigation prior to learning the exact lot number of the adapter on (B)(6) 2017. Per this preliminary investigation, the actual complaint device was not returned for analysis and the lot number was unknown. Therefore, the manufacturer performed a review of the products shipped to the patient for the 3-month time frame which immediately preceded the event occurrence date. This review for all fresenius adapters (catalog 050-95018) shipped to this account within the selected time frame identified a total of 2 lots shipped (17hr08146 and 17jr08001). The manufacturing plant received 1 case of companion samples from the distribution center for lot 17hr08146 for physical evaluation. A visual inspection, dimension and taper tests were performed on 4 samples and no defects were found. The 4 companion samples were test with a cycler for simulated use and passed with no observations of leaks or disconnections of the adapters. An investigation of the device history records (DHR) for the 2 potential lots was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Testing of the returned companion samples and review of the DHR for both potential lots identified via a shipping review did not reveal a probable cause for the customer complaint. Although the evaluation of the companion samples confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. In addition, the investigation on the newly identified lot number (17dr08098) is currently in progress. Therefore, the investigation remains open. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
On (B)(6) 2017, the peritoneal dialysis (pd) patient was able to identify the lot number that had the loose and leaking connection with the adapter.

Manufacturer narrative:
Correction: follow-up #2: device evaluation plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the identified lot number (17dr08098). An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that when the patient got up to go to the bathroom during pd treatment, there was a leak at the connection from the adapter to the supply bag (baxter extraneal icodextrin). The adaptor reportedly came loose from the supply bag, which is the last bag for the patient¿s treatment. There were no observed defects or cracks with the adapter. There were no cycler alarms reported. The patient reconnected the adapter to the bag and completed pd treatment. The patient did not experience any adverse events or require any medical intervention. . The patient was not given prophylactic medication. The patient did not have cloudy effluent or report any complaints of stomach pain. The adaptor was discarded. The exact date of the event is not known. The pd nurse reported that when the patient came to the facility for a routine appointment on (B)(6) 2017, the patient reported three adapter leak events that happened during the week of (B)(6) 2017. This submission documents the first leak event and the event date is selected as (B)(6) 2017.